Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer states they treated with manual injection. The customer states their infusion set fell apart. Troubleshoot was conducted. The customer was advised to return set for analysis, and that replacement would be sent out.